Event description:
During a surgical procedure the lyons dissecting forcep broke inside the patient. No pieces broke off. Used another same device to complete the case with no issues.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.